Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. The p-cap locks properly into place. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had critical pump error while they in the shower. Customer¿s blood glucose level was 176 mg/dl. Customer reported that the insulin pump had cosmetic damage. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.